Event description:
Customer called to indicate a pt that was having difficulties eating and having severe pains. Customer stated that the pt returned to the office after 17 days of having the procedure done. The procedure was done on (B)(6)2009. Customer stated that they perform a cat scan on the pt to assure that the capsule did not erode thru the esophagus. Nurse stated that hey had to cut it off with a snare and retrieve it with a net. Pt is doing much better; however, she was having minor pain after the capsule was retrieved.

Manufacturer narrative:
No pt injury has occurred following this incident.